Event description:
It was reported that the customer's insulin pump delivered 25.0 units of insulin without the customer's intervention. It was stated that the nurse discovered that a hypo alert occurred during night and then the insulin pump delivered 25.0 units. It was stated that the customer clear the alarm and suddenly discovered that a bolus begin to run. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.